Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported that after completing her treatment she opened the cassette door and fluid came out. There was fluid on the cycler pump module and on the cassette. The cassette did not appear to have a puncture or any damage. She contacted her pd nurse for follow up. Later follow up indicated that the patient's effluent has remained clear with no symptoms of infection. The pt was not prescribed prophylactic antibiotics. No adverse event reported at this time.